Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the kinked hemostasis sheath since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tip of the angio-seal device sheath was deformed. When the angio-seal device was attempted to be used, the tip of the insertion sheath was observed to be deformed. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. There were no other devices or equipment used with the reported product.